Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was had poor vision. Clinical reason was poor quality with multifocal iol. The iol was exchanged with non-company intraocular lense 2 months 1 week 3 days following the initial implant procedure. In the surgeon's opinion product contribute to the event. The patient's issue was resolved. Additional information has been requested.